Event description:
Patient switched in 2005 to amo complete moistureplus multi-purpose solution for contact lenses for the purpose of daily lenses cleaning. Seen by dr, eye physician- in 2007 and diagnosed with first case of severe blepharitis in both eyes. No laboratory work performed. Prescribed tobradex drops, warm compresses, and eyelid scrubs and discontinuance of contact lens wearing during treatment period. Blepharitis fully resolved within 14 days. Patient resumed wearing contact lenses -beginning with fresh pair of daily wear lenses-. Patient continued with frequently recurring blepharitis -nearly continuous- requiring treatment until discontinuance of amo complete moistureplus lens cleaner in 2007. -recall report heard on npr radio.- there have been no recurrences of the blepharitis since discontinuance date. Lens cleaner is suspected in promoting blepharitis. Frequency: daily. Route: ophthalmic. Dates of use: 2005 - 2007. Diagnosis or reason for use: contact lens cleaner. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.